Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2528704 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant slit of a 6f¿12f mynx control venous vascular closure device (vcd) became exposed and separated, leading to premature expansion of the sealant due to moisture contact. A second device was opened and used successfully to complete hemostasis. There was no reported patient injury. The first device had been opened and stored per the instructions for use by a trained user, and during an afib ablation procedure the user attempted to close an 8f non-cordis sheath using the device but did not properly support the sealant sleeve slit during insertion. The procedure used an antegrade approach, and the deployer was trained. A 11fr non-cordis sheath was then used. Venous access was obtained in the femoral site per the instructions for use (IFU). The device was stored and prepared according to the IFU. Damage to the sealant sleeves was noted during insertion into the non-cordis sheath, after which the device was removed immediately without deployment in the patient. The device was removed from its packaging per the IFU. Excess force during insertion caused the exposed separation issue, and further discussion with a certified user was conducted to ensure proper training. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, the sealant slit of a 6f¿12f mynx control venous vascular closure device (vcd) became exposed and separated, leading to premature expansion of the sealant due to moisture contact. A second device was opened and used successfully to complete hemostasis. There was no reported patient injury. The first device had been opened and stored per the instructions for use by a trained user, and during an afib ablation procedure the user attempted to close an 8f non-cordis sheath using the device but did not properly support the sealant sleeve slit during insertion. The procedure used an antegrade approach, and the deployer was trained. A 11fr non-cordis sheath was then used. Venous access was obtained in the femoral site per the instructions for use (IFU). The device was stored and prepared according to the IFU. Damage to the sealant sleeves was noted during insertion into the non-cordis sheath, after which the device was removed immediately without deployment in the patient. The device was removed from its packaging per the IFU. Excess force during insertion caused the exposed separation issue, and further discussion with a certified user was conducted to ensure proper training. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2528704 presented no issues during the manufacturing process that can be related to the reported event. The reported events of ¿sealant sleeves (cartridge assembly) frayed/split/torn¿ and ¿mynx control system deployment difficulty premature¿ could not be observed as the device was not returned for analysis. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. However, prepping/procedural/handling factors (such as using excessive force during insertion into the sheath which was mentioned) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control venous device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The sealant is placed right under the sealant sleeve assembly and is protected from being exposed prematurely. The slits are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control venous vcd within the instructions for use (IFU) displaying the sealant sleeve slit. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, carefully hold and insert the atraumatic catheter tip of the mynx control venous vcd 6f-12f through the sheath valve. Align the device to the relative angle of the procedural sheath and carefully advance the catheter until the sheath catch is adjacent to the hub of the sheath. Rotate the sheath catch as needed to hook onto the sideport of the procedural sheath.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.